Manufacturer narrative:
The berlin excor blood pump functioned as intended maintaining full fill and eject. Deposits were noted in the pump before and after the event. The excor blood pump pu valves; 10 ml in/out; ø 6 mm, s/n (B)(6) was used on the patient from (B)(6) 2025 to date. The event occurred on (B)(6) 2026, which is (30 days) after the pump was placed on the patient being supported with an excor ikus driving unit. We have reviewed the production records of the excor blood pump. This pump was produced according to our specifications.

Event description:
The site contacted (B)(6) clinical affairs (ca) on (B)(6) 2026 to report that the patient was presented with facial twitching and eye deviation on (B)(6) 2026. Head CT performed on the same day showed a subacute infarct in the left frontal lobe in the distribution of the anterior division of the left middle cerebral artery. There are small areas of subacute infarcts seen in a paramedian location of the right cerebral hemisphere consistent with watershed territory infarcts. There is no intraparenchymal hemorrhage, mass, or midline shift. There is no hydrocephalus or extracerebral fluid collection. The calvarium is intact. The visualized portions of the orbits, paranasal sinuses, mastoid air cells, and sella are normal. Cranial ultrasound showed no abnormalities. Upon eeg findings, there were numerous electrographic seizures independently arising from right and left central head region. These seizures occurred at a frequency of once in 2 hours with the last seizures occurred at the previous event. The berlin excor blood pump functioned as intended maintaining full fill and eject. Deposits were noted in the pump before and after the event.